Manufacturer narrative:
The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. The returned device was visually inspected, and the following was observed: longitudinal and radial tear burst at the inflation balloon area. Due to the nature of the complaint, no applicable functional testing was able to be performed. The inflation balloon single wall thickness was measured along the edges of the burst location. All measurements taken of the balloon single wall thickness met the specification. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported event was confirmed based on evaluation of the returned device. Available information suggests that patient factors (calcification) likely contributed to the event. As per customer information there was presence of moderate calcification in the patient. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by an edwards lifesciences affiliate in germany, regarding a 26mm sapien 3 ultra in aortic position by transfemoral approach. During deployment, the commander delivery system balloon burst partially longitudinal and circumferential on the proximal balloon part. Despite the balloon burst, the valve was successfully implanted. The commander delivery system was easily retrieved through the esheath and visual inspection showed that no residuals could have been left within the patient. The patient did not suffered any injury.

Manufacturer narrative:
Investigation is underway.